Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead appeared having a loss of capture (loc) condition, and a retro conduction from rv causing retrograde p wave of non refractory tissue. There was low right atrial (ra) intrinsic amplitude measurement. The patient was diaphoretic. At a patient check the following morning, the lead was functioning fine. The electro physician was aware of the scenario. No adverse patient effects were reported.